Event description:
The customer reported via phone call that the numbers were ramping and the scroll bar was moving up and down without input from the user. The customer's blood glucose was 147 mg/dl. The customer stated the keypad anomaly occurred during normal use of the insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.